Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture (grade iii).

Event description:
Healthcare professional reported right side "discomfort, mastalgia", "asymmetric enhancement", "architectural distortion of breast parenchyma after surgical manipulation", "lobulated contours", "minimum amount of peri implant liquid", capsular contracture (baker grade iii), and "hardening, discrete sporadic pain associated with breast deformity". The device has been explanted.